Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her son received second degree burns the left side of his body from hot water that spilled from the personal steam inhaler when the child picked up the product during use by the father. Medical intervention was sought for his injuries, and follow up care was also sought. The instructions for proper use have clear warnings which state "keep out of reach of children.", "caution: never move the appliance while in use. It can spill hot water if tilted, shaken or tipped over causing injury or burns", as well as "do not move, lift, shake, tilt or disassemble while in operation or if it still contains hot water". Kaz USA, inc. Has requested that the product be returned to our company for testing.